Event description:
The hospital reported that while an avance cs2 was in use, a patient was being hand bagged via ambu bag that would not inflate. Reportedly, the patient desaturated. There was no patient sequelae. Ge healthcare will submit a follow-up report when the investigation has been completed.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system but did not confirm the reported issue. The unit was returned to clinical use. Ge healthcares investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Block a5 and a6: no information provided. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Manufacturer narrative:
Ge healthcareâs (gehc) investigation has been completed. Based on a review of the machine logs, the root cause of the alleged avance cs2 not ventilating the patient is use error. The clinician did not place the avance cs2 machine into therapy and therefore did not start fresh gas flow on the unit. The review of the machine logs do not indicate any malfunction of the avance cs2.